Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced failure code 810:11. This condition had the potential to interrupt delivery. It is unknown when or in which care area this event occurred. There was no patient involvement patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this device is currently unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 810:11 was confirmed in the pump?s event history by baxter service personnel. The assignable cause could not be identified and no repairs were made regarding this issue. Additional information: this is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. A service history review revealed no previous service events were related to the reported condition. This issue is being investigated through CAPA.